Event description:
It was reported that the patient was experiencing a loss of stimulation coverage from the spinal cord stimulator (scs) device. The patient underwent an scs system explant procedure and was doing well postoperatively. The explanted devices were not returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in july 2025. Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-50 serial number: (B)(6) batch/lot number: 7165525 model/catalog description: linear st lead kit 50 cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-2318-70 serial number: (B)(6) batch/lot number: 5004120 model/catalog description: infinion pro lead kit, 16 contact, 70cm unique identifier (UDI) #: (B)(4). Model number/catalog number: sc-4318. Serial number: na batch/lot number: 36495275. Model/catalog description: clik x anchor sterile kit unique identifier (UDI) #: (B)(4).